Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve was not fully shifting. Additional malfunction was the sieve beds were contaminated.